Manufacturer narrative:
A manufacturer rep went to the site to test the system. The system passed the system checkout. Other relevant device(s) are: product ID: b i71000450. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system intermittently will enter stand alone mode. There was no patient present.